Event description:
The customer biomed reported that the device display goes blank into the boot up cycle. Physio-control evaluated the device and found that it would not boot up to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the system controller pcb assembly to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further testing of the removed assemblies determined the cause for the malfunction to be an electrical short of an ic chip, u61, on the system controller pcb.